Event description:
The customer reported that the system displayed an error instruction "power down and wait 10 seconds before re-booting." This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.